Manufacturer narrative:
Additional information: h.6 the eval code & desc - result1 code had "213" added. Corrected data: d.4 the product catalog no. And expiry date was changed from "9020475700060" and "9/30/2019" to "9050675700060" and "9/30/2018" respectively. G.1 the MDR contact person and email address was updated from (B)(4) and (B)(4) to (B)(4). The MDR contact person phone number was updated from (B)(4) to (B)(4). H.4 the manufacturing date was changed from "10/28/2016" to "11/04/2016." H3 analysis: the sample was not returned from the user facility; therefore, a device evaluation is unable to be performed. A lot history review revealed 10 additional reocclusion complaints were associated with this lot. A review of the device history record (DHR) indicates the lot was manufactured to specification. Conclusion: the actual sample was not returned for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was not related to the study device or procedure. Based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided with all relevant information. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through a clinical registry that during the index procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesion located in the viabahn proximal and distal edge of the left brachiocephalic vein approximately 6 months after the index procedure, the patient¿s target lesion was reportedly reoccluded. A revascularization was performed and the hcp deemed it was successful. The investigator assessed that the event was not related to the study device or procedure. The sample was discarded by the user facility and is not available for evaluation. No adverse patient effects were reported.

Manufacturer narrative:
Analysis: the sample was not returned from the user facility; therefore, device evaluation is unable to be performed. A lot history review revealed 10 additional reocclusion complaints were associated with this lot. A review of the device history record (DHR) indicates the lot was manufactured to specification. Conclusion: the actual sample was not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was not related to the study device or procedure. Based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided with all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through a clinical registry that during the index procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesion located in the viabahn proximal and distal edge of the left brachiocephalic vein approximately 6 months after the index procedure, the patient¿s target lesion was reportedly reoccluded. A revascularization was performed and the hcp deemed it was successful. The investigator assessed that the event was not related to the study device or procedure. The sample was discarded by the user facility and is not available for evaluation. No adverse patient effects were reported.